Event description:
There was no pt involved in this event. This device malfunctioned because the device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. During this time the history log suggests the device may have been attached to the patient due to the duration exceeding the ten minute timeout, this is further supported as soon after this date an increase in voltage was observed which suggests a further pad-pak was installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2015 and the last log entry on (B)(6) 2015. The device user accessible memory was erased prior to the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.